Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw was not returned for investigation. The associated implant was returned and no screw fragment was identified in the drive feature. Therefore, the investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the product was not returned. Pre-existing condition noted on the per is moderate bone density ¿ type ii. The device was intended for an unknown tooth location.x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR & complaint history review: DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier, age at time of the event, weight, brand name. Type of the devic, additional device information unknown / not provided. Email address, premarket identification, device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fractured.